Event description:
A 24 weeks gestation infant male was born via emergency cs. The infant had one initial cry when was apenic. He was intubated without difficulty - nellcor co2 detector was applied and a delay of greater than 1 minute occurred before a color change was noted. The delay resulted in reintubation for the infant. Apagar 1/8.